Event description:
Despite swan-ganz catheter being locked on both ends, the swan had moved from a measurement of 54 to 34. The swan was placed in cath lab and the manufacturer number from the cath report is 831f75. Manufacturer response for swan-ganz catheter, swan-ganz catheter (per site reporter) working on review.